Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v168018 implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported the patient had trouble breathing since last implant in (B)(6) 2013. The patient was told that it takes up to three months to breathe right after anesthesia. The patient was on copd (cardio obstruction pulmonary disease) medication (advair). The patient developed pneumonia and was taking antibiotics for it and it turned into bronchitis and the patient was on symbacort for it. It was noted that the patient does not want to see a certain healthcare provider because the patient anemia was not treated properly which cause the patient to have asthma. It was reported two days later that the patient had bronchitis and had been fighting it for approximately 6 weeks before healthcare provider appointment on (B)(6) 2014.